Manufacturer narrative:
Concomitant product - additional information.

Event description:
It was reported that the transmitter unpaired itself. The sensor was inserted into the arm on 11-16-2025. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. The sensor was inserted into the arm on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.